Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during the fill tubing step of the load process. During troubleshooting with tandem technical support, it was found that the luer lock was not threaded correctly. The customer reconnected the luer lock and was able to complete the load process and resume insulin delivery. There was no reported impact to the customer's blood glucose level.